Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and undersensing due to a dislodgement. The patient underwent a surgical intervention to reposition the lead. No additional adverse patient effects were reported.